Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient presented to the hospital due to a device alert. The right ventricular (rv) lead pacing impedance was high and a gradual increase of the lead impedance was observed. It was noted the impedance increase was the result of suspected calcification of the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.